Event description:
It was reported that during a supply change the user could not attach the infusion set connector to the cartridge, with the cartridge protruding due to the cartridge being inserted backwards, and customer care provided troubleshooting and education that resolved the issue. No reported symptoms. Outcomes included no alerts or alarms and no clinical impact. Investigation included remote troubleshooting and user guidance through correct supply change steps. Investigation of this case revealed user technique error leading to incorrect cartridge orientation and difficulty attaching the infusion set connector, which was resolved by instructing correct insertion and connection. It was concluded that the cause was user error related to handling and installation during the supply change.